Manufacturer narrative:
Further information provided clarified the issue as while the device was in AED mode the users received a no shock delivered message, however they reported that it appeared that the patient received a shock and there was a spike on the printer strip. They tried a 2nd mrx defibrillator with the same result (note that a separate complaint was opened for the 2nd device, m3535a heartstart mrx sn (B)(4), philips complaint MDR# 1218950-2016-03025. The customer reported that they then switched to manual mode and were able to successfully deliver a shock. A philips field service engineer (fse) was dispatched to the customer site. He performed an operational check on both mrx units. The operational check tests passed, no trouble was found. The customer elected not to provide the strips from the event to the fse. Arrangements were made by the fse to have the devices sent to the factory for any further evaluation. The customer indicated that they would contact the fse if they decided to send the devices in for evaluation. The devices have not been received at the factory and the customer has not communicated that they intend to send the devices in for any further evaluation.

Manufacturer narrative:
The customer later requested a philips field service engineer return onsite to perform a complete evaluation of the device. This evaluation occurred on (B)(6) 2016. The device was evaluated and no trouble was found. The device passed all performance verification testing. Philips is unable to confirm that a malfunction occurred as the device passed all performance verification testing during evaluation. The description of the event is consistent with the patient impedance being out of range.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was unable to deliver a shock in AED mode. The patient was able to be shocked with the device in manual mode during the event. The involved patient is reported to have passed.